Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the returned portion of the lead was only 11 cm long and no insulation breaches or breaks were observed on the small proximal segment that was returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, the physician noticed insulation damage on the right ventricular (rv) lead at the suturing down site. The lead was partially explanted by cutting the lead at the bifurcation and capping the remaining portion. A new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.